Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported that juvéderm® volbella® with lidocaine was injected in the tear trough regions and juvéderm¿ voluma¿ with lidocaine in the pre jowel region. At least 6 (5-6) unidentified patients experienced "later inflammatory responses/ episodes in tear trough and pre jowel regions- c6 region/jw4 region/tt region". Event also reported as "jw4 ¿ red inflammatory responses with voluma/tt¿s sausage like roll with volbella". This is the same event and the same patients reported under MFR report #3005113652-2021-00458 (B)(4). This emdr is being submitted for the suspect product, juvéderm® volbella® with lidocaine.